Event description:
It was reported that the patient's margins in soft tissue were not clear when pathology came back post-op and therefore a revision surgery was performed to extend the resection of soft tissue and replace easily replaceable components. During the revision surgery the following implants were revised: eleos resurfacing femur axial pin size 3, eleos tibial hinge with rotational stop, and eleos tibial poly spacer 16mm. No additional information regarding this adverse event has been provided.

Manufacturer narrative:
The investigation is in progress. When it is complete a supplemental MDR will be submitted accordingly. Mulitple mdrs were submitted for this adverse event: 3013450937-2022-00004 and 3013450937-2022-00006.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged implant loosening could not be determined. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: h3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to add 4110: trend analysis. H6: type of investigation code updated to add 4117: device not accessible for testing. H6: investigation findings code updated to 3221: no findings available. H6: investigation conclusions code updated to 4315: cause not established. H10: additional narratives/data.

Event description:
It was reported that the patient's margins in soft tissue were not clear when pathology came back post-op and therefore a revision surgery was performed to extend the resection of soft tissue and replace easily replaceable components. During the revision surgery the following implants were revised: eleos resurfacing femur axial pin size 3, eleos tibial hinge with rotational stop, and eleos tibial poly spacer 16mm. No additional information regarding this adverse event has been provided.